Event description:
Baxter reported one incident of "broken fiber" noted at the start of treatment with the psn 170 dialyzer. No pt injury or medical intervention was reported per complaint coordinator. No further info is available at this time.